Event description:
Initial reporter indicated that the patient was seen in the office on (B) (6) 2007 and was set at 1.25/20/250/30/5 magnet 1.25/250/60 but today her was 1.0/20/500/30/60 and magnet 1.0. The settings were default settings from an interrupted systems test. The patient's settings were corrected. Programming history was reviewed, an interrupted systems diagnostic test was not seen in the programming history around the time of (B) (6) 2007. It is likely a test was interrupted but not confirmed. The site reported that they interrogate patient's before and after testing on the vns.